Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. The patient reported that the controller was constantly on automated mode delivery restriction and they were not able to dismiss the message. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported by the patient that they went to the emergency room (ER) due to hyperglycemia at (B)(6) hospital on (B)(6) 2025. The patient's blood glucose (bg) levels reach 32 mmol/l (576 mg/dl) while using the device. The patient reported that the controller was constantly on automated mode delivery restriction. The patient changed the pod after not being able to dismiss the message, but the issue persisted resulting in the patient seeking medial attention. Symptoms reported include sweating, shaking and feeling sick. At the hospital, the patient was treated with insulin injections and intravenous drip for hydration. The patient was discharged the same day after 6 hours.